Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0l5dp, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0agf6, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturers¿ representative regarding a patient who was implanted with a neurostimulator. It was reported that there was high impedance of 3,500 ohms on the c2 contact. No patient symptoms were reported.

Manufacturer narrative:
Upon review of the additional information received, it was determined that device code (B)(4) no longer applies as (B)(4) was determined to be more appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the hcp did not observe any high impedances / "no high impedances".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.